Event description:
The customer's mother reported that the customer was hospitalized for hypoglycemia and seizures. The mother reported a blood glucose reading of 30 mg/dl at the time of the call. The mother stated that the customer had changed the infusion set the day prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.